Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. No moisture damage was noted on the electronics. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was getting a button error alarm on the insulin pump. Customer's blood glucose was 71 mg/dl. Customer treated with glucose tabs. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer stated that he was running and the pump was exposed to sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to back-up plan.